Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s weight at the time of the event was (B)(6) pounds.

Event description:
Additional information received from an hcp reported the serial number of the clinician programmer was unknown as the doctor was called by the hospital the patient was in, and the programmer was not available to the doctor. The hcp also reported that the cause of the programming error was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration at a dose of 0.75 mg/day. It was reported by a friend/family member the patient was refilled at his health care provider¿s (hcp) office on (B)(6) 2017, and on the way home, the patient started feeling pressure in his chest. When the patient got home, his pulse rate was checked which was at 108 beats per minute. The friend/family member stated they took the patient to the hospital and did an electrocardiogram (EKG) and found something to admit the patient for. The friend/family member stated they didn¿t think it was the patient¿s heart. They wanted to check the patient¿s brain, but weren¿t sure if it was related to the pump or something unrelated. The friend/family member stated the nurse [filling] it had issues filling it. It was unknown if the magnetic resonance imaging (MRI) procedure the patient was going to was related to the device or therapy. It was unknown if the symptoms were related to the device or therapy. Additional information received from a health care provider (hcp) on (B)(6) 2017 reported no known issues were implicated with the refill; no issues were present regarding the nursing filling the pump. The nurse located the pump, refill as scheduled. It was unknown what the results of the EKG were. The cause of the hospitalization and chest pressure were unknown. It was unknown what actions/interventions were taken to resolve the chest pressure. Office notes provided from the refill on (B)(6) 2017 reported the patient presented with lower back pain. On a scale of 1 to 10 with 10 being the worst pain; the patient rated their pain as a 7. The pump site was inspected; it appeared in normal position without any signs of infection of inflammation of the surrounding skin. The volume recovered from the pump was 1.0 ml, and the expected volume was 6.5 ml. The medication was injected into the pump without resistance, and the pump was then reprogrammed at a flow rate of 0.7509 mg/day with hydromorphone 2 mg/ml. The patient tolerated the procedure well without any side effects reported related to the pump refill. The patient was released home in stable condition. Patient medical history included radiculopathy in the lumbar region and post-laminectomy syndrome not elsewhere classified. Allergies included reglan (critical). Medications included levothyroxine, androgel, amitriptyline hcl, tylenol, furosemide, evzio (naloxone hcl), dilaudid (oral), medrol, cycl obenzaprine hcl, gabapentin, and pf dilaudid.

Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-feb-16. The cause of the volume discrepancy was a programmer malfunction. The programmer had since been exchanged. The symptoms and hospitalization were a non-related issue. The patient had a viral illness and was later released home. The patient had radiculopathy in the lumbar region and postlaminectomy syndrome. Office notes were provided from (B)(6) 2017. The patient was (B)(6). The patient¿s pain in their lower back was at an 8 and described as aching. It was stated that the patient had both feet/low back pain. The patient had a viral illness recently that he went to the emergency room (e.r.) About because he was having chest pressure symptoms with it. They ruled out a myocardial infarction (mi), but in the process he picked up a baby aspirin a day recommendation. He started on the aspirin and was taking it right along leading up to the scheduled injection. The lumbar injection procedure had to be cancelled. The hcp was hoping that the foraminal stenosis that the patient had at l4-5 was the source of the burning sensations in his feet that were problematic for him. Although, it may mean that the patient ultimately needs another back operation to fix this problem. The patient¿s recent response to an oral steroid pack and previous response to toradol injections under treatment elsewhere suggest these symptoms have a reversible inflammatory component. The patient¿s past medical history included post back surgery syndrome, hypothyroidism, gerd (gastroesophageal reflux disease), hepatitis, low testosterone, lumbar radiculopathy, and failed back-post-laminectomy. The patient¿s past surgical history included turp (transurethral resection of the prostate), rotator cuff repair, laminectomy l4-5 in 2008, fusion l4-5 in 2009, fusion hardware removal l3-4 in 2010, removal of hardware in 2011 and a second attempt l3-4 fusion, removal of fusion material in 2013, fusion l5-s1 in 2014, and lumbar transforaminal bilateral es1 l3-4, l4-5. The patient complained of numbness and tingling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported it was unknown what the serial number for the programmer was. The programmer was provided to a manufacturer representative for further review. The cause of the programmer malfunction was ¿unknown, programmer, nor report/details of malfunction had been returned to the office. Multiple attempts were made¿. No further patient complications were reported.